Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery with heavy tortuosity and heavy calcification. A 2.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) met resistance with the anatomy on advancement to the lesion. Following successful dilatation of the lesion, the bdc bent [kinked] and met resistance with the guiding catheter on removal. The bdc was removed with force and outside of the anatomy, the shaft was noted to be separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The kink and reported separation were confirmed. The reported physical resistance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The noted bends are thought to be caused by manipulation during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The account reports that force was used which caused the shaft separation. It should be noted that the coronary dilatation catheters, nc trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. The investigation determined the reported difficulties (shaft separation) appears to be related to user error; however, the physical resistance due to anatomy, subsequent kinks, bends and difficulty removing appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.